Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was unable to be successfully repositioned. The lead was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The local sales representative confirmed the lead was discarded after the case and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.